Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient had complaints of elevated hemolysis values and power consumption above normal operating ranges. Log files were sent. Investigation is ongoing.

Manufacturer narrative:
It was reported from the site that the patient was in the hospital when the event occurred. It was stated that the patient's anticoagulation was controlled. Hematocrit 36.8. Hemoglobin 12.0. Platelet 199. Inr 3.5. Active partial thromboplastin-time 55.4. Thrombin 22.0. Fibrinogen 2.95. D-dimmer 1.19. Ldh 350.

Manufacturer narrative:
Additional information received indicates that the patient was treated successfully with lysis. The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the high power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause conclusion cannot be made, clinical factors and patient comorbidities may have contributed to the event with no indication of any related device performance issues.